Event description:
The drill tip was abnormally dull, the drill tip seemed to flatten out. There was no adverse consequence to the pt or delay in surgical or anesthesia time.

Manufacturer narrative:
Eval results suggest that this event would not be associated with the device but rather would be related to user technique.